Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent a right knee revision due to instability, synovitis, tibial insert wear, and tibial tray migration and loosening at the cement to implant interface. Unknown manufacturer products were revised. Depuy products were implanted during the revision. It is noted, at the end of the procedure, the surgeon reported an intraoperative distal femoral fracture extending about 10 cm proximally. The fracture was treated with 4 cerclage wires and noted to be stable. On (B)(6) 2019, the patient underwent a right knee revision due to pain, instability, swelling, and infection. The tibial insert was exchanged and the surgeon performed an irrigation and debridement. On (B)(6) 2020, 5-week post-operative visit indicated significant effusion of the left knee with mild erythema but no overall warmth. After revision, the patient received IV antibiotics via a PICC line. The patient's crp were still elevated compared to normal, but were continuing to trend down. This pc captures the effusion and IV antibiotics on (B)(6) 2020.